Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5082761) on 30-jan-2019. The most recent information was received on 24-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") and amnesia ("memory loss") in an adult female patient who had essure inserted (lot no. 787229) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding, vaginitis, spontaneous abortion, vaginal delivery and parity 3 in 2013. Previously administered products included: flagyl 250. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavier periods"), alopecia ("has had hair loss"), amnesia (seriousness criterion disability), anaemia ("anemia"), tooth disorder ("dental problems") and abdominal pain lower ("cramp even when I'm not on my periods"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, alopecia, abdominal pain, amnesia, anaemia, tooth disorder or abdominal pain lower. The reporter commented: disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. As a result of essure, this plaintiff suffered from severe and permanent injuries. Lot number: 787229. Manufacture date: 2010-10. Expiration date: 2013-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5082761) on 30-jan-2019. The most recent information was received on 18-sep-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") and amnesia ("memory loss") in an adult female patient who had essure inserted (lot no. 787229) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding, vaginitis, spontaneous abortion, vaginal delivery and parity 3 in 2013. Previously administered products included: flagyl 250. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavier periods"), alopecia ("has had hair loss"), amnesia (seriousness criterion disability), anaemia ("anemia"), tooth disorder ("dental problems") and abdominal pain lower ("cramp even when I'm not on my periods"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, alopecia, abdominal pain, amnesia, anaemia, tooth disorder or abdominal pain lower. The reporter commented: disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. As a result of essure, this plaintiff suffered from severe and permanent injuries. The most recent follow-up information incorporated above includes data received on: 18-sep-2023: reporter information,medical history,lot no,drug stop date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5082761) on 30-jan-2019. The most recent information was received on 25-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") and amnesia ("memory loss") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed in (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavier periods"), alopecia ("has had hair loss"), amnesia (seriousness criterion disability), anaemia ("anemia"), tooth disorder ("dental problems") and abdominal pain lower ("cramp even when I'm not on my periods"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, alopecia, abdominal pain, amnesia, anaemia, tooth disorder or abdominal pain lower. The reporter commented: disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. Discrepancy noted in date of insertion (B)(6) 2011. As a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority food and drug administration (reference number: mw5082761) on 30-jan-2019. The most recent information was received on 14-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") and amnesia ("memory loss") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavier periods"), alopecia ("has had hair loss"), amnesia (seriousness criterion disability), anaemia ("anemia"), tooth disorder ("dental problems") and abdominal pain lower ("cramp even when I'm not on my periods"). The patient was treated with surgery to remove essure) in (B)(6) 2021. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, alopecia, abdominal pain, amnesia, anaemia, tooth disorder or abdominal pain lower. The reporter commented: disability/permanent damage and serious injury were mentioned but not specified and/or assigned to any of the events. Discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. As a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-mar-2023: summons received. Case became serious incident. Essuer removal date & details updated. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.